Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 11, 2020. Upon further investigation of the reported event, the following information is new and/or changed. G4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information); h4 (device manufacture date); h6 (identification of evaluation codes 4114, 3221, 4315). Method code: 4114 - device not returned. Results: 3221 - no findings available. Conclusions code: 4315 - cause not established. The affected sample was not returned for evaluation, so a thorough investigation could not be performed and a definitive root cause could not be determined. All ops valves are subjected to a 100% leak test that undergoes 5 separate programs to test that each component in the valve is functioning properly. These units are also 100% visually inspected both during the leak testing step and during packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, noted a leak on line number two vent valve. There was 2ml of blood loss. The product was changed out. The surgery was completed successfully.